Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported, via a manufacturing representative, that the patient had a return of incontinence on (B)(6) 2016. Reprogramming was performed on (B)(6) 2016 and the issue resolved. It was noted that the event was assessed as not serious, not related to the procedure, and related to the stimulation. No surgical interventions occurred or were planned. Medical history included neurologic urinary incontinence since 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.